Event description:
L. Liu, c. Jiang, h. He, y. Li, z. Wu; interventional neuroradiology; 2010; 16:47-57; periprocedural bleeding complications of brain avm embolization with onyx literature was reviewed regarding: ¿periprocedural bleeding complications of brain avm embolization with onyx¿. The document discusses various aspects of brain avm embolization with onyx, focusing on complications and outcomes. The time frame of this study was: from january 2007 to july 2009. The following medtronic devices were used: onyx-18, marathon catheter, mirage-008 microguidewire. Deaths occurred in the study population: no deaths occurred in the study population. Among patient adverse events included: seven patients encountered bleeding complications during or after the endovascular procedures. Among them, five bleeding episodes occurred during procedures, the other two after procedures. The five active bleedings discovered in procedures were managed in time with onyx-18, and the patients recovered without any new neurological symptoms compared with pre-operation. One of the patients who presented with intraventricular hemorrhage (ivh) had extraventricular drainage, another one had lumbar puncture, and the others were treated conservatively. However, of the two bleeding episodes that occurred after interventional procedures, one was detected half an hour later: the patient was remained comatose two months later after resection of right occipital hematoma; the other who encountered intraventricular and midbrain hemorrhage was treated conservatively and suffered parinaud syndrome and hemianesthesia. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.